Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The reason for the surgery was not given. The patient has effective therapy post operatively.

Event description:
It was reported that the reason for the surgery was elective replacement.